Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients don't populate across all machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the patients don't populate across all machines. A technical support specialist (tss) checked the information that the customer had provided, including the visit ID, and confirmed that all the orders with med dexamethasone had been discontinued. The tss tried to reach the customer more than five times but received no response. The system functioned as intended after the technical support specialist investigated the device.